Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible leaking, breasts look smaller and feels like a rubber bag inside boob." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "possible leaking," breasts look smaller and feels like "a rubber bag inside." Device remains implanted.